Event description:
Rptr states right breast pain reported to internist and surgeon. Mammogram negative in 1991 but positive for implant rupture of right breast implant in 1993. She was not told of the rupture and for an add'l yr she has had increasing symptoms of silicone poisoning including a stroke in 6/92, subclavian steal syndrome corrected by surgery 2/94, disfigurement of right breast, lump of free silicone moving toward and into axilla, incontinence, lupus rash, scleroderma-like skin, high blood pressure, muscle pain, swollen lymph nodes in right groin and right armpit, rashes that come and go, sun sensitivity, fatigue and joint pain. She expects to have explantation 4/26/94. The capsule has folded over on itself and forms a calcified ridge from right front to back right rib cage. In followup rptr's left breast implant ruptured 7/7/96.